Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer site. Siemens headquarters support center (hsc) completed their investigation of the event. Hsc evaluated the instrument data logs and the cse report. The cse completed routine troubleshooting, which included server one alignments and replacement of a horizontal belt. Quality control was in range and no issues were noted with other patient samples at the time of this event indicating that the instrument and reagents were performing acceptably. The customer and system are fully operational. A potential product issue has not been identified. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed vancomycin results were obtained for two patient samples on a dimension vista 500 instrument. The falsely depressed results were reported to the physician(s) who questioned the results. The same samples were reprocessed on the same system and higher results were obtained. Corrected reports were issued. There are no known reports of patient intervention, or adverse health consequences due to the discordant, falsely depressed vancomycin patient results.